Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had two stored treated episodes along with multiple untreated episodes due to oversensing of noise. During the two treated episodes, one inappropriate shock was delivered each. This occurred in the primary vector. The noise was reproducible in primary and alternate vectors with myopotential noise in secondary vector. An x-ray was taken but was inconclusive because the device was implanted posteriorly. It was noted that this patient had lost weight recently. Technical services (ts) requested a new x-ray and data from a patient-initiated interrogation (pii). This system was reprogrammed to the secondary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.